Manufacturer narrative:
Res recall number has yet to be issued.

Event description:
Devilbiss healthcare was notified of an incident involving a report of a dc car charger by the provider, who stated that the charger tip burned the end user's hand during use. The end user placed ice on the contact spot. There was no serious injury that required medical attention. Although the end user sustained a burn related to the use of the device, the information provided indicates no medical intervention was required and thus not a reportable serious injury. This device is being recalled. The res recall number has yet to be issued. The root cause is that the supplier of the charger switched the location of the fuse and the spring during assembly. There have been no complaints of serious injury to date associated with this issue. There has been one other subjective complaint of minor thermal injury to fingers/hand reported to date, which resulted in minor transient pain, and no need for medical intervention. These two complaints represent (B)(4) of the at risk population of devices.